Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the left ventricular lead pacing was producing either stomach jumping with the pacing on the distal pole or arm twitching with pacing on the proximal pole. Programming changes were performed turning off the lead. The patient was in stable condition.

Event description:
New information noted that the left ventricular lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.